Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the set is sometimes at a bad site and that the tubing had sometimes become kinked while sleeping. The customer did not recall the blood glucose reading and was unable to troubleshoot for the issue.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.